Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The home patient (hp) was priming at the time. The baxter technical service representative (tsr) had the hp review the alarm log. There was a system error se 2240. The hp had 2 bags connected and the unused line clamp was open. The tsr reviewed the set up with the hp and referred the hp to his registered nurse (rn). The alarm was cleared. There was no patient injury or medical intervention, but there was patient involvement. Product surveillance contacted the hp on (B)(6) 2011 regarding the se 2240 alarm. The hp reported that the issue was resolved by starting over with new supplies. The cause of the alarm was from leaving an unused line clamp open. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.